Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated and it was determined that the gear was worn out. It was noted that the equipment has a broken gear system. Therefore, the reported condition was confirmed. It was determined that the fault was caused by the user due to use outside of equipment specifications the assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from mexico that during a primary knee arthroplasty surgical procedure it was observed that the compact air drive device became locked and stopped working. It was not reported that there was no delay in the procedure due to the event. It was reported that an unspecified spare device was used to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.